Event description:
This is the date I had my procedure done and everything went to hell. From the moment I got it placed I was in severe pain very heavy periods. I have had severe pains every since that brings me to tears and to my knees. I have had some false pregnancy and a miscarriage due to the device as well and had to have surgery for them to see and make sure there was no eroding. (B)(4).